Manufacturer narrative:
On 09/04/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast capsular contracture (baker grade IV). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 650cc gel breast prosthesis developed capsular contracture (baker grade IV) in her left breast. Capsular contracture was diagnosed by a medical professional. As a result, the patient underwent explantation and replacement with a mentor memoryshape breast implant 555cc gel breast prosthesis on (B)(6) 2019.